Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 500 mg/dl and 114 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she had syrup on her finger for the result of 500 mg/dl and she washed her hands before obtaining the result of 114 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips, so no product will be returned for evaluation.